Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended due to sensor glucose vs blood glucose difference. Customer's blood glucose level was 204 mg/dl at the time of suspend and sensor glucose value that triggered the suspend on low/suspend before low event was 54 mg/dl. Low limit sensor setting was unknown. The device will not be returned for analysis.